Event description:
The patient got hit by a truck last week, she was not in a car and the bumper hit her thigh, but she did not think anything hit her battery. Warm feeling at the pocket was reported. The area around the patient¿s battery burns and was painful, this started suddenly this morning at about 6:30. The patient¿s health care provider (hcp) confirmed the device automatically turned off after the car accident. The device shut off randomly and was unable to be turned back on with the patient programmer (pp). The burning at the pocket site resolved after 24 hours. The device was turned back on. The patient recovered without permanent impairment. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), implanted: (B)(6)2009 product type: programmer, patient. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-33 ,lot# j0527868v, implanted: (B)(6) 2005 product type: lead. (B)(4).